Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown which of the devices led to the event we are filing this report for notification purposes. Following products were involved in the event: -unknown plate -unknown screws. Implant and explant dates have month and year valid only. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported through legal that on or around (B)(6) 2015, the patient underwent correction of nonunion left supracondylar humerus fracture with intercondylar extension. Allegedly, products manufactured by depuy synthes were also used in this surgery. Post-op, on or around (B)(6) 2016, the patient underwent a repair of nonunion left supracondylar humerus with removal of failed hardware in the left humerus. Reportedly, during the procedure, "a plate was found to be broken, along with broken and failed screws." On or around (B)(6) 2016, "the patient underwent a correction of nonunion left supracondylar humerus fracture, but this time with bone grafting in exchange of hardware. Allegedly, during this procedure, the patient underwent removal of hardware in left humerus, and neurolysis of left ulnar nerve.¿ allegedly, ¿the patient suffered pain and personal injuries due to this event¿.